Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Device not cooling. The chiller has failed. Replaced chiller assembly. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per review of wo on 27apr2024, there was no patient involvement. Per follow up information received via mail on 04jun2024, it was reported that this ttm equipment was sent for repair. All repairs will be done in the us. Per sample evaluation results on 19aug2024, it was reported that there was no flow through evaporator tube due to failed chiller pump. The flow as measured at bypass and through a calibration test unit (ctu) were both lower than specifications. Tears were found on the tank seals.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the saline of the arctic sun device did not cool down. Per review of wo on 27apr2024, there was no patient involvement. Per follow up information received via mail on 04jun2024, it was reported that this ttm equipment was sent to dymax for repair. All repairs will be done in the us.